Manufacturer narrative:
The product is requested to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted. No additional adverse patient effects were reported.